Manufacturer narrative:
Correction: describe event or problem: it was reported that bd ultra-fine¿ ii insulin syringe had foreign matter in the fluid path. No serious injury or medical intervention was reported. Medical device brand name: bd ultra-fine¿ ii insulin syringe. Medical device catalog #: 328326. Unique identifier (UDI) #: (B)(4). Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7156937. Medical device expiration date: 6/30/2022. Device manufacture date: 6/5/2017. Medical device lot #: 7219550. Medical device expiration date: 8/31/2022. Device manufacture date: 8/7/2017. Investigation summary: a review of the device history record was completed for batch# 7219550. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7156937. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint.

Event description:
It was reported that bd ultra-fine¿ ii insulin syringe had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter email address: (B)(6). Initial reporter address (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Manufacturer narrative:
It was determined through the course of the investigation that the occurrence of the event was 8 times over 2 lot numbers investigated. Medical device catalog #: 328325.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. No serious injury or medical intervention was reported. It was determined through the course of the investigation that the occurrence of the event was 8 times over 2 lot numbers investigated.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Severity: s_2__; occurrence: unable to perform complaint lot history check for needle pain, harm/injury and lubrication issue due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. No serious injury or medical intervention was reported.